Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that contamination occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 20 x 3.00 promus premier drug-eluting stent was selected for treatment. However, during the procedure, a device contamination occurred. The procedure was completed with a different device. No patient complications were reported.